Event description:
It was reported that following a monarc sling implantation the patient presented with extrusion of sling bi-laterally at level of sulcus. A revision surgery is planned to occur in the next three weeks. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Implant date: implanted (B)(6) 2009.